Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump alarmed button error alarm and buttons were unresponsive. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. The customer did not have a back up plan and was advised to o to an emergency room to get treatment. Troubleshooting was not completed. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.